Event description:
The customer contacted abbott regarding three failed calibrations for the axsym rubella igg assay, where error code 1010 (master calibration failure, m-cal 2, deviation too large) was generated. The customer suspected a contaminated reagent, so the customer was sent a new lot of reagent and calibrators. The customers faxed abbott the failed calibrations for evaluation. The customer reported a failed calibration was obtained with the new reagent and calibrators, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer centrifuged the calibrators and recalibration was successful. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.